Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he got a reading of 400 mg/dl. He tested again within 10 minutes and the second result was 119 mg/dl. Strips are no longer available and are not expected to be returned. No adverse event reported.